Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified left main trunk. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at nominal pressure for 5 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported.